Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white foreign material in the air/water cylinder and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that unspecified foreign material (presumed simethicone) in the air/water cylinder and air/water channel occurred because handling/reprocessing of the device deviated from instructions, and the foreign material was not removed because the device was not reprocessed properly due to leakage from switch 1. The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection; instructions for use states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.